Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the ceramic insert into the cup, the rim of the insert broke inside the patient's pelvis. The surgeon tried to remove the fractured ceramic insert from the cup by using an impactor on the rim of the cup, but was unsuccessful, therefore the cup and liner were both removed and the surgeon implanted a new cup and an altrx liner.